Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that during use of bd onclarity¿ hpv assay reagent pack for bd cor, a discrepant patient result was obtained. The first test was hpv negative, while the second test was hpv18 positive. There was no report of patient impact.

Manufacturer narrative:
Investigation summary: the complaint investigation for discrepant result when using the bd onclarity¿ hpv assay on bd cor¿ system (ref. (B)(4)) from kit lot 5171163 was performed by the review of manufacturing records, retain material testing, review of customer¿s data and by the complaint¿s history review. The review of quality control records of bd onclarity¿ hpv assay kit lot 5171163 revealed no anomalies that could explain the customer¿s discrepant results. The retain material of bd onclarity¿ hpv assay kit from lot 5171163 was tested and the results were as expected. Customer complained about a hpv18 negative result in the initial test which gave a hpv18 positive result in the retest and provided two run files from bd cor¿ instrument (B)(6) for investigation. Manual pcr curve adjudication of the discrepant sample revealed late and low, but true amplification curve for the hpv 18 targets in both runs. However, only the retest gave a positive result since the amplification curve in the initial test did not pass the required threshold to be called positive. Nevertheless, manual curve adjudication has limitations; visual examination of pcr curves for low signal is a conservative assessment of the data. Based on the data and information provided, hpv18 viral load at or near the assay limit of detection (lod), or environmental or cross contamination, are the most likely causes to explain the customer¿s positive results. Nonetheless, no reagents issue is suspected. There is no indication of a reagent issue based on the analysis of the complaints received for control failure on bd onclarity¿ hpv assay kit lot 5171163. The root cause was not identified. Bd cannot confirm the complaint based on the investigation that was performed. Bd did not initiate a corrective and preventive action since no new hazard was identified.

Event description:
It was reported that during use of bd onclarity¿ hpv assay reagent pack for bd cor, a discrepant patient result was obtained. The first test was hpv negative, while the second test was hpv18 positive. There was no report of patient impact.